Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board cables were reseated. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. The unit alarmed for no circuit module and monitoring only was available from the ventilator. There was no report of patient involvement.